Manufacturer narrative:
It was noted that the device was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system explant due to exacerbation of their tricuspid regurgitation. No additional adverse patient effects were reported.